Event description:
The lens was removed and replaced without complication, due to the patient's intolerance of the halos and glare she experienced.

Manufacturer narrative:
The lens was received cut in two pieces with unidentified dried substance on the optic and two distorted haptics. The condition of the iol is not inconsistent with an explanted lens. Halos and glare are a known and labeled possible side effect of multifocal lens implantation. Iol met all manufacturing specifications prior to release.